Event description:
The facility representative contacted baxter (B)(4) to report a folfusor in which the device had a leak that occurred after filling. The device was filled with 5-fluorouracil and oncofolic. There was no patient involvement. The event occurred before use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause of the leak condition was due to the yellow cap was not securely tightened onto the white luer. After the yellow cap was securely tightened, the leakage completely stopped. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Baxter has found that similar reports have been received for the reported problem.